Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Unable to determine a root cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd pegasus prn when using the pegasus with an indwelling needle the nurse had blood spill from the end of the needle hub after the needle was withdrawn. Blood dripped on the hands of the patient and the nurse. There was no further report of injury or medical intervention.